Event description:
It was reported that the patient developed an infection and red rash at the implantable pulse generator (ipg) site. Cultures were taken and the results confirmed infection. The patient was given an antibiotic for her non-device related urinary tract infection (uti) and was doing well. No further information could be obtained despite good faith efforts.